Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). One photograph of the blister packaging was submitted for evaluation. Based on other confirmed complaints of the same nature, the reported defect is confirmed. A supplier corrective action request (scar) was issued, and the supplier conducted their investigation. The root cause for the dull needle complaints was identified as a supplier misinterpretation of the bevel angle specification, resulting in needles manufactured with an incorrect, thinner bevel more susceptible to damage during normal handling steps. Corrective actions were implemented to prevent future bevel damage and ensure the supplier adheres to the specified requirements. We will maintain this report for further references and continue to monitor other reports for similar occurrences. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, the needles are stripping of the connection to the syringe and cannot disconnect syringe. Also, it was reported being painful for patients, flimsy and breaking. No injuries reported as a result of this issue.